Event description:
It was reported patient underwent a comprehensive reverse shoulder arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2013 due to the taper fracturing on the humeral tray. No further information has been provided to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.